Event description:
As of 30-jul-2019, the worsening of middle cerebral artery (mca) bifurcation aneurysm was adjudicated to be unrelated to the smart coil system.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra medical affairs associate on 07/30/2019: 1. Section b. Box 5. Describe event or problem this report is associated with MFR report numbers: 1. 3005168196-2019-01435 2. 3005168196-2019-01436 .

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, non-conformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-01435, 3005168196-2019-01436.

Event description:
On (B)(6) 2016, the patient successfully underwent a coil embolization procedure in the midline anterior cerebral artery (aca) using penumbra smart coils (smart coils). On (B)(6) 2017, it was noted that the mca bifurcation aneurysm had worsened. The patient was treated with a medical procedure. As of (B)(6) 2019, the event was considered resolved. This event was adjudicated to be a non-serious adverse event with a possible relationship to the smart coil system.